Event description:
It was reported that the customer experienced resistance while filling the cartridge, resulting in the customer experiencing an elevated blood glucose (bg) level (504 mg/dl). An insulin injection was administered to treat the bg. The customer preformed a supply change and resumed insulin therapy successfully.